Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-08519 and 2134265-2013-08520. It was reported that motor drive unit (mdu) automatic pullback failure occurred. During percutaneous coronary intervention (pci), it was noted that the mdu was unable to perform pullback. Manual pullback was performed to complete the procedure. No patient injury or complications reported.